Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9, h2, h3, h6, h11 the device was returned to olympus for inspection, and the reported failure was not confirmed. A root cause could not be identified. Based on the results of the investigation, no problem was detected. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
It was reported that the subject device was not showing any picture. The issue was found during setup/inspection prior to use. There were no reports of patient harm.

Event description:
It was reported that the subject device was not showing any picture. The issue was found during setup / inspection prior to use. There were no reports of patient harm.